Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported event against [unspecified] dermal filler: late onset inflammation with nodules and abscess. Symptoms ongoing.

Event description:
Healthcare professional (hcp) reported event against juvéderm® volbella¿ with lidocaine: late onset inflammation with nodules and abscess. Presenting visible and palpable nodules, of hard consistency in right sng, upper right hemi lip, right and left mandibular line. Treated with hyaluronidase. "Have not been resolved, the nodules persist. They are visible and palpable". Symptoms on going.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.